Manufacturer narrative:
The products have been received and the evaluation is pending. A follow up report will be submitted with investigation results once the evaluation has been completed.

Event description:
The customer reported that the IV set is leaking where the bifurcate sets come together during patient use.

Manufacturer narrative:
(B)(4). The customer¿s report of a leak was confirmed. Visual inspection of the set noted no damage or any anomalies. Functional testing was performed and no leaking was observed. Pressure testing was performed and a leak was observed at less than 5psi at the engagement between one of the proximal tubings to one of the bifurcated openings on the 3-way y-connector. The root cause of the customer¿s report of a leak was due to a sink condition present inside of the received extension set's 3-way y-connector component.